Event description:
It was reported that during the course of the tunica vaginalis testis procedure, a small laceration from needle on the bladder occurred leading to an hematoma. The tvt was not visible through the bladder. The pt was placed on antibiotics.